Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was asking if going through airport security would turn off their implant, the patient noted traveling soon. The patient reported that their device hadn¿t been working for them, so they went to the healthcare provider, and the implant was off when it was checked. The patient noted the healthcare provider told them that the security screener turned the implant off. The healthcare provider turned the implant back on and the patient didn¿t have any more details. Airport security guidelines were reviewed with the patient. No further complications were reported.